Manufacturer narrative:
Additional mdrs associated with this event: 3025141-20201-00012: bolt.

Event description:
The patient had a fibula rod implanted several years ago. During routine removal surgery, the fibula rod locking bolt broke off inside the implanted rod; the rod and the broken bolt were left implanted. Patient desires to have the rod removed.